Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the speed was around 3000 rpm and the flow was around 2.5 lpm. The patient's activated clotting time (act) was around the 200s. The source of the leak was able to be identified.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon entering extracorporeal membrane oxygenation (ECMO), it was noted that blood was coming out of the oxygenator. A new system was set up and no patient consequences occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned oxygenator confirmed a leak consistent with fiber breakage; however, a specific cause for the fiber breakage could not be conclusively determined through this evaluation. The cmaek oxygenator, serial #(B)(6), was returned, and a visual inspection was performed. There was no obvious cracks or damage to noted; however, dried blood was noted in the bottom blue housing, within the gas pathway of the device. The cmaek oxygenator was placed in a mock loop using a test centrimag pump with saline flow of approximately 2.5 lpm. Dripping from bottom of the fibers beneath the blood outlet port was noted. After removal of bottom housing, the leak was confirmed from the bottom of the outer winding of fibers, consistent with fiber breakage. A specific cause for the fiber break could not be conclusively determined through this evaluation. Additional investigation of oxygenator leaking issues has been initiated by abbott and sent to eurosets (oxygenator supplier/manufacturer) through a supplier corrective action request. The relevant sections of the device history record (DHR) for the centrimag adult extracorporeal membrane oxygenation (ECMO) kit (cmaek), serial #(B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. Additionally, the production documentation of the oxygenator within the kit (eurosets part #us5591; lot #7694904) was reviewed by the supplier (eurosets), and it was confirmed that all tests from the production process were compliant with the technical specifications. The centrimag adult extracorporeal membrane oxygenation kit instructions for use (IFU), rev. C, is currently available. The IFU contains the following general warnings: -only trained personnel should use the circuit. -a backup circuit must be available immediately near the primary circuit during ECMO support. -do not use excessive or damaging force when handling the circuit. -frequently monitor the patient and circuit. Monitor the circuit carefully during use for any signs of occlusion from kinks, chattering, and clot formation. -component replacement should be prescribed by the physician based on risks and benefits to the patient. -if a circuit component is dropped and damaged, replace the component. Under the section titled ¿prime the circuit,¿ the IFU warns to monitor the circuit for leaks or other product anomalies. Replace the circuit if it does not operate as expected. No further information was provided. The manufacturer is closing the file on this event.